Event description:
It was reported that prior to starting a da vinci s surgical procedure, the user facility found a broken wire at the tip of the pk dissecting forceps instrument. Nothing reportedly fell into a patient. . The instrument was not used on a patient after the reported issue was identified. There was no allegation of patient harm, adverse outcome or injury.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed a broken pitch cable at the distal end of the instrument. The cable segment that contains the crimp was still installed in clevis. The clevis did not exhibit any damage or wear marks. Additional observation that was not reported by the customer were deep scratches on the main tube. Evidence not conclusive, but main tube damage may be due to mishandling. The instruments & accessories instructions for use (IFU) specifically states: general precautions and warnings -handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction could cause or contribute to an adverse event, if to reoccur.